Event description:
Customer reported tandem mobi cartridge alarm, leading to high blood glucose levels that required correction via manual injection and assistance from their mother. Although there were ketones present, no injury occurred. Technical support confirmed cartridge alarm 34 and arranged for a replacement pump, advising the customer to return the problematic pump within 10 days while using backup therapy in the interim. Customer was informed about receiving a pump with updated software and was provided with necessary instructions, all of which were understood and acknowledged.